Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported symptom "door sensor error" was reproduced. A review of event history log revealed multiple events of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be loose upper link screw which requires replacement to address this issue. All 3 link screws will also be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed door sensor error. No additional information is available.